Event description:
The manufacturer received information alleging a ventilator's pressure delivery was low. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's exhalation porting block was replaced to address the issue.